Manufacturer narrative:
The failed IV sets were not captured and not returned to the manufacturer for evaluation. But two photos of the IV sets were received, showing the leakage at the bottom of the drip chamber. A supplier corrective action request ((B)(4)) had been issued to address this issue. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. Zyno medical submitted an e-MDR ((B)(4)) on 10/27/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported leaking issues of IV sets. "Recent sets are leaking where the tubing goes into the drip chamber. There have been at least a dozen and probably more that have not been reported. In fact one nurse stated that she walked past a patient getting fluids and the tubing had completely pulled apart fromthe drip chamber and it was free flowing. As you can imagine this is an emergent situation that we really cannot afford to continue with and still maintain safety for our patients and staff." No patient injury or harm was involved in this case.